Manufacturer narrative:
(B)(4). The device was received by baxter, and the evaluation is complete. A visual inspection was performed with the naked eye and under microscope and found a cut hole in the tubing. Functional tests were performed, including clear passage and clamp function testing with no issues noted. Leak testing was performed and found a leak from the cut silicone tubing. Upon completion of the investigation, the reported problem of leak was verified via the visual and functional testing, and the cause identified to be the hole in the tubing. Two additional, unrelated defects were found during the sample evaluation and are addressed in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the silicone tubing of their minicap transfer set during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.